Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had device check/in-office visit. The rv amplitude was reprogrammed and settings for lead were set to monitor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented to the emergency department for palpitations. The transmission report was reviewed and it was noted that the lv lead capture threshold was higher than the programmed output. High lv lead thresholds and possible loss of capture were also noted and the lead was programmed and remains in use. Additionally, it was noted that after the rv lead was programmed, that lead also exhibited additional high thresholds. The rv lead remains in use. In addition, it was noted that the right atrial (ra) lead exhibited low impedance. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a gradual increase to high capture threshold measurements in comparison with historical baseline measurements. It was noted that the rv lead had a low bipolar impedance measurement. It was also noted that the left ventricular (lv) lead had possible high threshold measurements. Both leads remain in use. No patient complications have been reported as a result of this event.